Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that a pump stoppage was noted on the history screen and captured in the log file. The system controller was exchanged. Additional information was received, which indicated that the patient expired on (B)(6) 2013. The patient had increasing ldh, chest pressure pain, acute mental status change and respirator arrest.